Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try several troubleshooting steps, but the issue persisted, with a red led blinking around the button and the pump vibrating every three minutes. As a resolution, technical support sent a replacement pump. The customer was informed about updating the software on the replacement pump and understood the instructions, which included returning the faulty pump to avoid charges and programming settings into the new pump.